Event description:
Event description guidant received information that this implantable lead's extendable retractable helix mechanism failed to retract when the physician attempted to reposition the lead. This observation was made during the implant/replacement procedure. The physician removed this lead, and implanted a similar lead. The patient later died on the cath lab table while the physician attempted to pace with the replacement lead/device system. The lead which demonstrated the helix malfunction has been returned to guidant for analysis. The second lead, responsible for the possible perforation, was buried with the patient.